Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, during start up of a robotic laparoscopic radical prostatectomy procedure, surgeon console didn't turned on, consequently there was a non-recoverable error. The sc was turned off, and the cable removed and re-plugged to resolve the issue. There was no patient involvement.

Event description:
It was reported that pre-operatively, during start up for a robotic laparoscopic radical prostatectomy procedure, the surgeon console did not turn on. Consequently there was a non-recoverable error. The surgeon console was turned off, and the cable removed and re-plugged to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that if the surgeon console is initialized too early before the tower, it can trigger a start-up error on the surgeon console and a communication error concerning the surgeon console. Review of the logs indicated that the surgeon console began initialization and then swapped back to an undefined status. Then continuing with initialization later and then lost connection for a few seconds with the tower. The surgeon console then later completed initialization but was not recognized by the tower and needed to be restarted. After restarting, the surgeon console was correctly recognized. The cable was also noted to potentially not be well connected. Further evaluation of the logs showed state transitions of the surgeon console to an undefined state and an error code related to communication establishment while the system was operable. No non-recoverable errors were noted in the logs. Evaluation of the surgeon console confirmed the reported condition. The root cause of the observed error was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of this condition can occur due to improper preparation when connecting the surgeon console. The instructions for use (IFU) includes instructions on how to connect the cables, and states that "preparation of the hugo¿ ras system involves the careful connection of several power cords and data cables. Some of the cords provide power to the system tower and to the surgeon console. The data cables provide information to the surgeon console and arm carts from the system tower.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.